Event description:
A pt who received op-1 implant combined with calstrux for a tibial nonunion with large segmental defects (greater than 7 cm), was hospitalized for an infection at the surgical site approx 2 weeks following surgery (date of surgery unk). Treatment included implant removal. The event resolved. The surgeon did not suspect the event was related to the use of op-1 implant or calstrux.